Event description:
Customer reported that when put on pump, the 3/8th connector on the cannula slid off very easily. They switched out our cannula with another manufacturer's cannula which worked fine.

Manufacturer narrative:
Evaluation summary attached: customer report was not confirmed. T-connector still maintained attached or bonded to cannula body. No visible defect was observed from the t-connector. It seemed customer reported tubing slipping off from t-connector. However, tubing was not returned with the cannula. Connector body at middle section and both connector barbs met specifications per drawing. Inner barb o.d. Was measured .474" and spec is .475" +/-.005". Outer barb o.d. Was measured .465" and spec is .465" +/-.005". Connector body at middle section was measured .440" and spec is .440" +/-.005".